Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nursing technician reported that prior to a cataract extraction with intraocular lens implant procedure the system turned off. The case was completed as planned. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The power distribution printed circuit board (pcb) was replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 10, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pcb. (B)(4).